Event description:
I had a loop recording device implanted under my skin in my left chest area in order to detect any episodes of atrial fibrillation that may occur while I am asleep. I was given a medtronic mycarelink patient monitor model 24950 to keep by my bedside to receive and forward any a-fib episodes. The 2 instruction manuals that came with the device did not adequately describe how the device worked. The first manual indicated the various displays that the monitor would display during operation with the final picture in the manual showing a large green check mark which I would expect to see if the monitor was functioning properly. The 2nd more detailed manual also showed the various displays the monitor would display during operating with an additional display after the green check mark. This display depicted the status of the internal battery, a picture of a radio antenna with signal strength and a green check mark plus the current date. It also described 3 led lights on the monitor (green, blue and amber) indicating proper operation. In reality the way the monitor works is that after about 5 minutes the display is blank as well as the led lights are turned off. I called medtronic and they stated the blank display indicated everything is operating correctly and there is nothing to worry about. I have 2 problems with this operation. First, nowhere in either manual does it indicate the display will go blank. It just shows the final display inferring that is what the patient will see. Second, a blank display indicating proper operation is counterintuitive. I am a retired electrical engineer and have worked with hundreds of shipboard and aircraft displays for the us navy and air force and can guarantee that neither the navy or air force would not accept any display that does not have a positive indication of proper operation. The blank display gives me zero confidence the system is doing anything. I may as well have a brick sitting on my end table.